Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a diagnostic procedure and it was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. Upon remote troubleshooting, the rse confirmed that the flexvision pc connection was failed. The fse visited onsite and upon functional testing, the fse confirmed that the flexvision pc was not booting up. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc and reinstallation of its software by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision computer failed to boot up, which would impact the entire systems boot process. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.